Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens loaded and advanced without difficulty. After implantation, physician maneuvered lens in eye and haptic fell off. Lens cut out and removed and another lens inserted. Additional information has been received and stated that, the surgeon felt haptic fell was product related issue. There was no patient harm. The surgeon prognosis was excellent.